Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pin driver no longer adequately holds bone spikes. It is unknown when the event occurred, if there was a delay, how was the procedure finished, and if there was a patient involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. The visual inspection of the returned universal pin driver appears to be broken at the tip of the device and excessively worn. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship between the device and the reported incident was corroborated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.